Manufacturer narrative:
The investigation has been completed. The console was returned for investigation. The logs were reviewed and confirmed that numerous purge pressure sensor alarms while purge cassette was being reported as inserted. Visual inspection of purge assembly confirmed a broken/detached blue retainer. The cause of the issue was a defective component (broken purge disk retainer). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the automated impella controller (aic) experienced purge disc/flag issues, which was resolved by changing the console. No patient harm was reported.